Manufacturer narrative:
The customer's glidescope spectrum smart cable was not returned to verathon for evaluation due to the device reaching its end-of-life date. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported smart cable serial number (B)(6) did not identify any previous complaints. Trending analysis for glidescope spectrum smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image intermittently disappears and reappears. The procedure was completed using a backup glidescope system. No delay in the procedure or harm to the patient was reported.